Event description:
Pt's meter was reported to give the clean test area message. This issue was not resolved with troubleshooting. Unknown if pt had any symptoms. Also unknown what treatment, if any, was given by the emergency services. No further clinical info was provided.